Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose level and receiving sensor updating alert. Blood glucose level at the time of the incident was 413 mg/dl which was treated with bolus and shot. Customer declined to to review sensor best practices (site selection, taping, calibration protocol). The sensor will be returned for analysis.